Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the catheter shaft broke. A 15mm/2.00 flextome cutting balloon monorail was selected for use. During preparation, prior inserting the flextome cutting balloon catheter into the unspecified guide catheter, it was noted that the shaft broke in half. The device was not inserted to the patient's body. No patient complications were reported.